Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent hysterectomy. It was also reported that in 2007, half of the mesh was removed due to pain and on (B)(6) 2013, removal of second half of mesh with repair of vaginal wall and right ovary was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.